Manufacturer narrative:
Initial reporter: very limited information provided. The product was not been returned for evaluation and it is unclear the true cause of the leak. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The reported lot in this event does include the solvent process change. 3m continues to monitor their complaints to confirm the effectiveness of the change made and is also monitoring trends of complaints subsequent to the change. End of report.

Event description:
It was alleged that a 3m(tm) ranger(tm) high flow blood/fluid disposable set had a leak at the y connection. There was no indication of the type of fluid being used at the time, if the event happen before or after priming, nor was there any reported patient injury.